Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab for a broken occluder foot. The plant evaluation cited no visible signs of overtorquing and complaint text did not address incorrect reagent usage . Accordingly the root cause of this problem is unknown. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Renal quality engineering and the manufacturing site will continue to monitor this product line for adverse trends and will further take corrective and preventive action(s), as appropriate.

Manufacturer narrative:
(B)(4). The sample has been reported to be available but has not yet been received by baxter for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
This is an international report of a broken white mini cap transfer set. There is no patient involvement.